Manufacturer narrative:
Product analysis: analysis was able to confirm there was an error in the system logs associated with a software crash/shutdown, though a programmer crash could not be reproduced. Analysis also noted that the system fan was intermittently noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed during multiple cases. A critical error message was noted. The programmer was returned for service. No patient complications have been reported as a result of this event.